Event description:
Same case as MDR ID#2134265-2015-04346 and 2134265-2015-04347. It was reported that automatic pullback failure occurred. The motor drive unit 5 (mdu5) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu5 failed to perform automatic pullback. Performed manual pullback to complete the procedure. No patient complications reported and patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The product was received with a missing pullback gear in the clutch. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID#2134265-2015-04346 and 2134265-2015-04347. It was reported that automatic pullback failure occurred. The motor drive unit 5 (mdu5) was used in conjunction with an imaging catheter and a sled. During the procedure, the mdu5 failed to perform automatic pullback. Performed manual pullback to complete the procedure. No patient complications reported and patient's status is stable.